Event description:
It was reported to philips that the buttons were worn. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the rubber buttons needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the rubber buttons. The rubber buttons were replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the buttons were worn. There was no patient involvement.